Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: the pump's black box showed unexplained loss of prime warnings on (B)(6) 2017, deliveries resumed on (B)(6) 2017. There was an indication in the pump's history that the basal program was edited, but not saved. The pump's total daily doses added up to the correct amounts. The pump passed a delivery accuracy test with no issues.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of over 600mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and remained hospitalized at the time of the complaint. The were treated in the hospital with intravenous fluids by their healthcare provider. During troubleshooting with customer technical support, the pump was powered on and the auditory alarm functioned at start up. The pump battery died before troubleshooting could be completed. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.